Event description:
Edwards received notification of a pascal precision procedure in mitral position where three pascal precision ace devices were implanted. The mitral regurgitation (mr) was 4+ (massive) before the indexed procedure and 2+ (moderate) after three devices. On post-op day 2, the mr was again at 4+. The patient sought acute help for dyspnea and the echo showed leaflet tearing and recurrent mr. Patient mr etiology is barlows disease. The patient underwent corrective surgery, and the findings were a chord rupture. A video was taken during the surgery which shows the chordae rupture at the lateral commissure. The pascal ace devices were removed, and the patient received a bioprothesis. As per medical opinion the event was not caused by the device. No chords were grasped during the index procedure or other procedural complications. Physicians do not think that pascal devices caused the rupture.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : device not returned.

Manufacturer narrative:
The complaint for reduced therapeutic efficacy over time / other was confirmed with objective evidence. No manufacturing non-conformities were identified from the investigation. There is no allegation of device deficiency. There were no intraprocedural issues noted by the clinical specialist. Available information suggests that patient conditions (patient mr etiology is barlows disease) may have contributed to the reported event. However, a definite root cause is unable to be determined.